Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to worsening incontinence as the patient used 4-5 pads per day. The patient was able to voids without cycling the cuff. A cystoscopy in (B)(6) 2022 revealed incomplete coaptation of the cuff, but no evidence of erosion. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: unknown, used (B)(6) 2022 when cystoscopy took place.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to worsening incontinence as the patient used 4-5 pads per day. The patient was able to voids without cycling the cuff. A cystoscopy in (B)(6) 2022 revealed incomplete coaptation of the cuff, but no evidence of erosion. Fluid loss from the device was also reported. No further patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to worsening incontinence as the patient used 4-5 pads per day. The patient was able to voids without cycling the cuff. A cystoscopy in (B)(6) 2022 revealed incomplete coaptation of the cuff, but no evidence of erosion. Fluid loss from the device was also reported. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of march 2022 when cystoscopy took place. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. Several cuff folds were identified; however, no leaks were found. Inspection of the remainder of the device, apart from the observed folds, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. During the leak test when air was inserted with the syringe, the balloon was identified to be non-spherical in shape. The balloon was unable to be functionally tested due to unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Product analysis did not identify a malfunction with the aus components. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (incontinence) is included as a potential adverse event within the product labeling.